Manufacturer narrative:
It was reported that the trial head had stuck on the implant during surgery. The surgeon utilised a bone screw to remove the trial head. The surgeon had to utilise force with a bone tamp and mallet to release the trial head. There was a major delay of 20 minutes during the operation. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the trial head had stuck on the implant during surgery. The surgeon utilised a bone screw to remove the trial head. The surgeon had to utilise force with a bone tamp and mallet to release the trial head. There was a major delay of 20 minutes during the operation.